Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to rely on backup insulin therapy if pump battery depleted before new charging supplies arrived, and technical support sent replacement charging cable and wall adapter, attempted multiple follow-up calls and emails to confirm resolution however no response was received.